Manufacturer narrative:
No device evaluation possible as implant remains in-situ. A radiograph was provided to confirm the event. Neither the part nor lot numbers were provided. Based on the information provided, a root cause cannot be determined. If additional information is received, a supplemental report will be submitted.

Event description:
It was reported a psx cage collapsed postoperatively at l5-s1. The patient is asymptomatic. The surgeon will continue to monitor the patient. There no plans for additional surgery.